Event description:
An operating room purchasing agent reported that the red tubing that connects to the system leaked between the connection and tubing during a procedure. The pak was replaced with a new one to complete the case. There was no harm to the pt involved.

Manufacturer narrative:
A sample has returned to the manufacturer but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).